Event description:
Customer reported that she woke up in the morning with blood glucose of 169 mg/dl and treated with insulin bolus from the insulin pump, then woke up later and blood glucose was 221 mg/dl; treated with another bolus and blood glucose went to 222 mg/dl. She stated she had to treat with manual insulin injections and was able to lower the blood glucose level. Customer declined to troubleshoot and stated she just wanted to be assisted on purchasing a new device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.